Event description:
The surgeon implanted an aa4203tf silicone toric plate lens in 2004 and at four weeks post-operative the patient had cystoid macular edema in the right eye. The lens remains implanted. Company have requested additional information but it has not been received to date.